Manufacturer narrative:
The subject device was returned to olympus¿s local distributor, but not returned to omsc. Therefore, omsc evaluated based on the content of the proposal and the attached photo. - there was a mark in the probe which came in contact to the non-insulated area of grasping section and was abraded against it. - the tissue pad in the grasping section was intensively worn away. - there was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. - the coating of the grasping section was partially peeled off. - the coating of the probe was partially peeling. The device history record for the lot indicated no anomaly with the event-related items below. - inspection. The exact cause of the event couldn¿t be exclusively identified. However based on the investigation photos attached by the distributor and the past investigation results, it is likely the probe damage error and peeling of the tissue pad occurred by the following mechanism: the intensively wearing of the tissue pad could have happened because ¿ seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that a short circuit message during rectosigmoid resection procedure. The intended procedure was completed with another device. The subject device was returned to olympus¿s local distributor for evaluation. The distributor confirmed the following event on september 2nd, 2021 and determined that it was an medical device report (MDR) reportable event. - tissue pad slightly worn and missing. There was no report of patient injury associated with the event.